Event description:
Upon completion of the final angiogram, it was noticed that the main left renal artery was not filling. This was due to the main body graft being positioned with the graft material above the main left renal artery origin. An attempt was made to "pull down" the main body graft by passing a wire with a catheter up and over the bifurcation with access to the wire at both groins. The main body graft did reposition slightly but not enough to free the renal artery. Next an attempt was made to select the renal artery from the groin. A .014 wire was passed between the main body graft and the aorta, but selection of the renal artery could not be achieved. Next an attempt was made to select the renal artery from the left arm. Several catheter and wire combinations were used from the arm without success. The last effort attempted was using a wire and catheter from the groin to pull down on the graft while trying to select the renal artery from the left arm again with no success. At that point it was decided to leave the graft in position covering the left main renal artery; there was flow in the superior accessory left renal artery.